Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -17.5/1.0/070 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The patient experienced refractive surprise. Then on (B)(6) 2021 the lens was exchanged with a same model/length but different power lens and this resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim#: (B)(4).